Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11.the cerelink probe basic kit (82685) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the reported complaint could be due to incorrect implantation technique causing tissue trauma / hemorrhage or improper use or excessive force on product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) had questionable value immediately post-implantation ((B)(6) 2026 around 26h): 30 mmhg. Positioning confirmed by scan, however, questionable value persists in the intensive care unit (around 70/85 mmhg). On (B)(6) 2026, an error was displayed: "sensor or extension cable failure. Disconnect and replace component." The sensor was explanted and there was an observable cut at the level of the micro-sensor's yellow sheath. The cut portion was not visible (under the scalp) and was noticed after explantation. Additional information: was the integra/codman icp monitor connected to a patient monitor: "yes". If yes, provide patient monitor make and model: "phillips x3". Was the patient lead always connected: "yes".